Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the endotracheal tube was replaced as the tube had become kinked at the patient's lip. No injury or adverse effects reported.